Manufacturer narrative:
(B)(6). Any additional information received from the customer will be included in a follow-up report. Results of investigation: the carefusion failure analysis laboratory received the suspect gas delivery engine (gde) for investigation. The gde was visually and physically inspected, which found no damage to the gde or the blender assembly. The testing results passed the oxygen sensor calibration but failed the blender verification test. The reported fraction of inspired oxygen (fio2) dropping out of specification was duplicated , which was due to the blender regulator relay balance out of specification. The root cause is due to equipment out of calibration.

Event description:
The customer reported the monitor reading of fraction of inspired oxygen(fio2) was 5% to 6% out of range from the set fio2. The customer reported no known patient involvement.